Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure that the permanent cautery spatula could not be removed from the cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer. The manager of surgical services stated that, the instrument was inspected prior to use with no damage noticed, the damage was first observed intraoperatively, no wire was exposed due to damaged insulation, there was no loss of cautery associated with damaged cable, no signs of thermal damage, instrument did not collide with any other instrument or tool during the procedure, there were problems removing the instrument through the cannula, port incision was not increased to remove the cannula, there was no harm to the patient, no fragment fell into the patients anatomy, and a backup instrument was used to complete the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have the plastic proximal clevis broken. The broken piece is missing as a result of breakage. The size of the missing piece is approximately 0.105¿ x 0.158¿. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.